Event description:
The customer reported a false positive troponin I (accutni) result, within the risk stratification, for one patient involving unicel dxc 600i synchron access clinical system. Subsequent testing recovered a lower result, within the normal reference interval. The erroneous result was not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) verified system hardware without performing any repairs for this event. The unit conformed to the manufacturer's published performance specifications.